Event description:
Trial patient reported that not sleeping last night and it was hard to get the urine out yesterday night. Today it seemed to be coming out a little better. The issue was reported as unknown if resolve at the time of this report. No further patient complications have been reported as a result of this event in the event description.

Event description:
Additional information was received. It was reported that the patient¿s symptoms were improving, but they also wanted their bladder spasms to stop. This was noted to be pre-existing, and that their healthcare provider was aware of it. It was recommended that they speak to their healthcare provider about if the device could help the spasms. The patient stated that they were going frequently on (B)(6) 2017, and wanted to get some sleep, so they didn't write down all voids. They also mentioned that when they were on anesthesia, they had trouble voiding for about two days. They felt a real urge to go, and would wait for a long time, but it just wouldn't come out; ¿it felt like it was almost locked up.¿ there were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.